Event description:
It was reported that the patient's artificial urinary sphincter (aus) is not functioning properly, and the patient is using 8-9 pads per day. The patient consulted with the implanting surgeon, who suggested the issue might be due to operator error. However, the patient disagreed and requested a second opinion. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.